Event description:
It is reported that the patient was revised due to tibial plate subsidence. It is also reported that upon removal, there was no cement adhered to the baseplate.

Manufacturer narrative:
This report will be amended when our investigation is complete.